Event description:
Per the clinic, the patient experienced a skin infection at the abutment site and was treated with IV antibiotics (specific date and duration not reported). The patient was subsequently placed under general anesthesia on (B)(6) 2026 for an abutment removal. The internal fixture remains.